Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), g2: the country of origin is south korea. H3: the wireless recharger, model# wr9200, serial# (B)(6), was returned for product analysis. Analysis found that the recharger was unresponsive; led's scrolled continuously. Flash sector read/write protection bits had become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger kept malfunctioning; there was poor contact. No further event information was known. The device was returned for repair. No symptoms were reported.